Event description:
Pt's anatomy was fairly straight, with no noted complications during advancement of the main body delivery system through the vessels. During the attempt to advance the top cap off the suprarenal stent, a noted resistance was encountered. Several attempts were made to advance the top cap off the suprarenal stent, before the top cap could eventually be advanced and the suprarenal stent deployed. After deployment, no further complications were encountered.